Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was in the range of 300 mg/dl and 400 mg/dl at the time of the incident. The customer¿s blood glucose was in the range of 200 mg/dl, 83 mg/dl. The customer was treated with shot. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.